Event description:
It was reported that during a lung volume reduction procedure, that after the device was fired, the device could not be opened. Then the surgeon used another like device to cut the tissue beside it and removed it from the pt. There was no pt consequence.